Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous shunt in the upper left arm. A 6.0 x 60/80 (4f) sterling balloon catheter ruptured at 5 atm on the third inflation. The procedure was not completed due to the same device was unavailable. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)